Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient had a hypoglycemic event around 9:00 p.m. The patient stated that he ate around 6:30 pm and that the dexcom cgm did not detect the low. Patient stated he was in "zombie-land." Patient's wife administered a glucagon injection. Patient said he responded to the injection within 30 minutes. He did not have any medical intervention from paramedics or his physician. Additionally, patient reported that at the time of the inaccuracies, the cgm read 160mg/dl and the fingerstick read 30mg/dl. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event was not confirmed. A root cause could not be determined.